Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is completed and the patient was stable throughout.

Manufacturer narrative:
The device was returned for evaluation. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). No anomalies upon visual inspection of the header were noted. Electrical and mechanical analysis performed, indicated normal device functionality. Device image shows autocapture was on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.